Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Due to the age of the device a review of the manufacturing records was not readily available at this time. A review of complaint data found no other complaints have been reported for this lot number to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 1994 - patient was previously diagnosed with stress urinary incontinence, third degree cystourethrocele, second degree uterine prolapse and second degree rectocele. The patient underwent a two part procedure which included a total vaginal hysterectomy, posterior repair and a stamey retropubic urethropexy with implant of a bard "marlex" mesh. Patient underwent partial removal of the bard "marlex" mesh. On (B)(6) 2001 - the patient was diagnosed with vaginal erosion of "marlex" boaster and underwent excision of a 5x7 mm piece of mesh and prolene suture. The operative details for this procedure indicated that the patient had previously undergone "removal of the marlex boasters."